Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer exposed their insulin pump to a magnetic resonance imaging machine. The customer reported their insulin pump powering off and settings erased. Customer's blood glucose was 371 mg/dl. No additional information provided.